Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom of pump runs with door open, which was observed while running an infusion. It was found that the upper hook switch was failing and the upper auxilliary was replaced.

Event description:
It was reported that a spectrum pump continue to run while the door was open. It was also reported there was no patient injury.